Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. The device lasted 61% of its expected longevity. Both loaded and unloaded pacing current drain levels were normal for this device over the range of battery voltage it operated under during its service time. No hybrid anomalies were found. Battery analysis revealed no evidence of an internal short was found to account for the premature battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was replaced for an unknown reason. Follow-up was unable to provide additional information. The device was returned, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: additional hybrid analysis was performed. Analysis conclusion was inconclusive. The hybrid exhibited high initial baseline static system current with multiple collapsed supplies. Excess current drain was isolated to the radio frequency module. These findings were neither consistent with the original hybrid analysis findings, nor the original rapid battery depletion field failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was received, which indicated the device was replaced due to normal recommended replacement time (rrt).